Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number (B)(6)) was evaluated following the reported event of power cable disconnect alarms. Per the provided information, the mpu was inspected and found in good condition. It was stated that exchanging the system controller resolved the alarms. The reported event was unable to be correlated to an issue with the mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in clinic with multiple power cable disconnect (pcd) alarms. Log file review was requested and the event log file displayed multiple pcd alarms as mentioned while tethered on mobile power unit (mpu) (at the system controller black power lead). The majority of pcd alarms appeared to be associated with routine changes in external power (batteries/mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Technical services stated that the pcd alarms displayed in the event log file do not appear to be occurring while tethered on batteries. The site stated that the patient did have a v-locking power cord. The equipment was inspected, and the site did not see anything wrong with the mpu. Upon inspection of the controller, it appeared to have water damage and was changed out for a new one.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.